Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the active exhalation control module during testing. The device's active exhalation control module was replaced to address the issue. The device was retested and failed a test step related to flow calibration during testing. A failed test evaluation was performed and the failed test step related to flow calibration could not be confirmed. The device was retested and passed all testing. A final report is being submitted, if additional information becomes available a supplemental report will be submitted. The reported test step failure related to the active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the active exhalation control module during testing. The device's active exhalation control module was replaced to address the issue. The device was retested and failed a test step related to flow calibration during testing. The manufacturer's investigation is ongoing. If any additional information is received, a supplemental report will be filed.